Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('heavy and abnormal menstrual bleeding') in a 43-year-old female patient who had essure (batch no. A36522) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), back pain ("back pain"), dysmenorrhoea ("severe menstrual pain"), abdominal distension ("bloating") and lethargy ("lethargy") and was found to have weight increased ("weight gain/had 30 lbs weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("hypersensitivity reaction to nickel"), fatigue ("fatigue") and hyperaesthesia teeth ("painful sensitive teeth"). The patient was treated with surgery (novasure ablation in (B)(6) 2017 and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, allergy to metals, abdominal distension, fatigue, weight increased, lethargy and hyperaesthesia teeth outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, fatigue, hyperaesthesia teeth, lethargy, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: current weight: 200 lbs. Patient started to suffer from events shortly after undergoing the essure procedure. Symptoms became so severe and problematic that she underwent a bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure coils properly in place and fallopian tubes occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, fatigue" lot number: a36522, manufacture date: 2012-08, expiration date: 2015-08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('heavy and abnormal menstrual bleeding') in a 43-year-old female patient who had essure (batch no. A36522) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), abdominal distension ("bloating"), lethargy ("lethargy"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and back pain ("back pain") and was found to have weight increased ("weight gain/had 30 lbs weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), allergy to metals ("hypersensitivity reaction to nickel") and hyperaesthesia teeth ("painful sensitive teeth"). The patient was treated with surgery (novasure ablation in (B)(6) 2017 and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal distension, fatigue, weight increased, lethargy, abdominal pain, abdominal pain lower, back pain, allergy to metals and hyperaesthesia teeth outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, fatigue, hyperaesthesia teeth, lethargy, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: current weight: 200 lbs. Patient started to suffer from events shortly after undergoing the essure procedure. Symptoms became so severe and problematic that she underwent a bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure coils properly in place and fallopian tubes occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, fatigue". Most recent follow-up information incorporated above includes: on 18-nov-2019: plaintiff fact sheet received. Events ¿lethargy, abdominal pain, cramping, back pain, hypersensitivity reaction to nickel and painful sensitive teeth¿. Event¿ menorrhagia¿ outcome was updated to recovered/resolved. Reporter, demographics, essure lot number, essure indication (updated) were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('heavy and abnormal menstrual bleeding') in a 43-year-old female patient who had essure (batch no. A36522) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), back pain ("back pain"), dysmenorrhoea ("severe menstrual pain/ severe menstrual pain"), abdominal distension ("bloating") and lethargy ("lethargy") and was found to have weight increased ("weight gain/had 30 lbs weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("hypersensitivity reaction to nickel"), fatigue ("fatigue"), hyperaesthesia teeth ("painful sensitive teeth"), alopecia ("less of my hair falling out in the shower"), libido decreased ("sex drive"), flatulence ("gassy") and swelling ("swelling"). The patient was treated with surgery (novasure ablation in (B)(6) 2017 and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, allergy to metals, abdominal distension, fatigue, lethargy, hyperaesthesia teeth and alopecia outcome was unknown, the menorrhagia and libido decreased had resolved and the weight increased and swelling was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, dysmenorrhoea, fatigue, flatulence, hyperaesthesia teeth, lethargy, libido decreased, menorrhagia, pelvic pain, swelling and weight increased to be related to essure. The reporter commented: current weight: 200 lbs. Patient started to suffer from events shortly after undergoing the essure procedure. Symptoms became so severe and problematic that she underwent a bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure coils properly in place and fallopian tubes occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, fatigue" lot number: a36522, manufacture date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media received event " gassy and swelling" was added, reporter information was added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('heavy and abnormal menstrual bleeding') in a 43-year-old female patient who had essure (batch no. A36522) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), back pain ("back pain"), dysmenorrhoea ("severe menstrual pain/ severe menstrual pain"), abdominal distension ("bloating") and lethargy ("lethargy") and was found to have weight increased ("weight gain/had 30 lbs weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("hypersensitivity reaction to nickel"), fatigue ("fatigue"), hyperaesthesia teeth ("painful sensitive teeth"), alopecia ("less of my hair falling out in the shower") and libido decreased ("sex drive"). The patient was treated with surgery (novasure ablation in (B)(6)2017 and bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, allergy to metals, abdominal distension, fatigue, lethargy, hyperaesthesia teeth and alopecia outcome was unknown, the menorrhagia and libido decreased had resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, dysmenorrhoea, fatigue, hyperaesthesia teeth, lethargy, libido decreased, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: current weight: 200 lbs. Patient started to suffer from events shortly after undergoing the essure procedure. Symptoms became so severe and problematic that she underwent a bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6)2013: essure coils properly in place and fallopian tubes occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, fatigue." Lot number: a36522 manufacture date: 2012-08 expiration date: 2015-08. . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: social media received- new events : less of my hair falling out in the shower and sex drive were added. Outcome of the event weight increased updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('heavy and abnormal menstrual bleeding') in a 43-year-old female patient who had essure (batch no. A36522) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), back pain ("back pain"), dysmenorrhoea ("severe menstrual pain/ severe menstrual pain"), abdominal distension ("bloating") and lethargy ("lethargy") and was found to have weight increased ("weight gain/had 30 lbs weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("hypersensitivity reaction to nickel"), fatigue ("fatigue") and hyperaesthesia teeth ("painful sensitive teeth"). The patient was treated with surgery (novasure ablation in (B)(6) 2017 and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, allergy to metals, abdominal distension, fatigue, lethargy and hyperaesthesia teeth outcome was unknown, the menorrhagia had resolved and the weight increased had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, fatigue, hyperaesthesia teeth, lethargy, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: current weight: 200 lbs. Patient started to suffer from events shortly after undergoing the essure procedure. Symptoms became so severe and problematic that she underwent a bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure coils properly in place and fallopian tubes occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, fatigue" lot number: a36522 manufacture date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet and social media received. Reporter information updated. Patient demographic information updated. Outcome of event weight gain was changed from "unknown" to "not recovered/ not resolved" a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("heavy and abnormal menstrual bleeding"), abdominal distension ("bloating") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal distension, fatigue and weight increased outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: patient started to suffer from events shortly after undergoing the essure procedure. Symptoms became so severe and problematic that she underwent a bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils properly in place and fallopian tubes occluded. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('heavy and abnormal menstrual bleeding') in a 43-year-old female patient who had essure (batch no. A36522) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spotting vaginal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), back pain ("back pain"), dysmenorrhoea ("severe menstrual pain/ severe menstrual pain"), abdominal distension ("bloating") and lethargy ("lethargy") and was found to have weight increased ("weight gain/had 30 lbs weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("hypersensitivity reaction to nickel"), fatigue ("fatigue"), hyperaesthesia teeth ("painful sensitive teeth"), alopecia ("less of my hair falling out in the shower"), libido decreased ("sex drive"), flatulence ("gassy"), swelling ("swelling"), genital haemorrhage ("unusual bleeding") and menstrual disorder ("unusual periods"). The patient was treated with surgery (novasure ablation in (B)(6) 2017 and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, allergy to metals, abdominal distension, fatigue, lethargy, hyperaesthesia teeth, alopecia, genital haemorrhage and menstrual disorder outcome was unknown, the menorrhagia and libido decreased had resolved and the weight increased and swelling was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, dysmenorrhoea, fatigue, flatulence, genital haemorrhage, hyperaesthesia teeth, lethargy, libido decreased, menorrhagia, menstrual disorder, pelvic pain, swelling and weight increased to be related to essure. The reporter commented: current weight: 200 lbs. Patient started to suffer from events shortly after undergoing the essure procedure. Symptoms became so severe and problematic that she underwent a bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure coils properly in place and fallopian tubes occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, fatigue, spotting. Lot number: a36522 manufacture date: 2012-08 expiration date: 2015-08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received: events "unusual bleeding and unusual periods" were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('heavy and abnormal menstrual bleeding') in a 43-year-old female patient who had essure (batch no. A36522) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included spotting vaginal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), back pain ("back pain"), dysmenorrhoea ("severe menstrual pain/ severe menstrual pain"), abdominal distension ("bloating") and lethargy ("lethargy") and was found to have weight increased ("weight gain/had 30 lbs weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("hypersensitivity reaction to nickel"), fatigue ("fatigue"), hyperaesthesia teeth ("painful sensitive teeth"), alopecia ("less of my hair falling out in the shower"), libido decreased ("sex drive"), flatulence ("gassy"), swelling ("swelling"), genital haemorrhage ("unusual bleeding") and menstrual disorder ("unusual periods"). The patient was treated with surgery (novasure ablation in (B)(6) 2017 and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, allergy to metals, abdominal distension, fatigue, lethargy, hyperaesthesia teeth, alopecia, genital haemorrhage and menstrual disorder outcome was unknown, the menorrhagia and libido decreased had resolved and the weight increased and swelling was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, dysmenorrhoea, fatigue, flatulence, genital haemorrhage, hyperaesthesia teeth, lethargy, libido decreased, menorrhagia, menstrual disorder, pelvic pain, swelling and weight increased to be related to essure. The reporter commented: current weight: 200 lbs. Patient started to suffer from events shortly after undergoing the essure procedure. Symptoms became so severe and problematic that she underwent a bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure coils properly in place and fallopian tubes occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, fatigue, spotting. Lot number: a36522 manufacturing date: 2012-08 expiration date: 2015-08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.